Event description:
It was reported that the device failed preventative maintenance. There was no patient involvement.

Manufacturer narrative:
Customers received notification of the field action. The report of a syringe sensor sizer issue is confirmed based on the field action. Device repair or returns are handled within the scope of the field action. Device was not returned to manufacturing facility.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed. H3 other text : the device has been received and an evaluation is pending.

Event description:
It was reported that the device failed preventative maintenance. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device failed preventative maintenance. There was no patient involvement.